Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempting to start a cgm sensor received a ¿sensor invalid¿ message and the pump displayed ¿connect cgm or enter bg,¿ while the pump¿s dexcom menu was set to g6 despite the user having a dexcom g7 sensor. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included successful sensor start after correcting the cgm type selection and entering the provided sensor code. Investigation included telephone troubleshooting and user education on correct cgm pairing and sensor type configuration. Investigation of this case revealed a user setup error leading to an incorrect cgm type selection, which prevented proper cgm connection until reconfigured to g7. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and configuration.